Event description:
It was reported that during a prostate procedure the side-firing fiber was noted to have the fiber cap detach at 143,000 joules of use. The tip of the fiber was cleaned during the procedure. The procedure was completed with a second fiber at 5,998 joules of use. There were no injuries to the patient.

Event description:
It was reported that during a prostate procedure, the fiber cap detach inside the patient after 143,000 joules of use. The cap of the fiber was retrieved (unknown method). The tip of the fiber was cleaned during the procedure. The procedure was completed with a second fiber at 5,998 joules of use. There were no injuries to the patient.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks, and signs of melting. Probable root cause: based on the device analysis, the product complaint "fiber cap detachment" could not be confirmed. The probable root cause of complaint is: not confirmed ¿ returned. Glass cap fracture observed. The probable root cause of the failure is: operational context. The probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on device analysis, the potential for forward firing may exist.